Manufacturer narrative:
Date of event listed as (B)(6) 2017 as the event occurred on an unknown date in (B)(6) 2017. A supplemental medwatch report will be submitted upon completion of the investigation. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported "he had been off pd because of a hernia." Follow-up was made with the pd patient's clinic registered nurse (rn), who stated in (B)(6) 2017 the patient was diagnosed with an inguinal hernia and swelling of the testicle. The exact date of occurrence was not provided. The patient was transitioned to in-center hemodialysis and subsequently underwent an outpatient hernia repair on an unknown date in 2017. The patient resumed pd therapy in (B)(6) 2017 and the event was considered resolved.

Manufacturer narrative:
Conclusion: a temporal relationship exists between ccpd therapy with the liberty cycler and the patient experiencing testicular swelling and inguinal hernia which subsequently required hernia repair. However there are no reported allegations against the liberty cycler at this time. It is known that increased intra-abdominal pressure during pd therapy (due to the dialysate) may create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures and lead to hernia formation. However, it is unknown if the patient may have had previously existing hernia prior to starting pd therapy in (B)(6) 2017. Therefore, actual etiology/causality for the hernia event cannot be fully determined.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. It was reported that this peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) was experiencing swelling of the testicle and subsequently diagnosed with an inguinal hernia sometime in (B)(6) 2017. During a follow up call on 06/27/2017 with the peritoneal dialysis (pd) nurse, it was reported the patient required outpatient hernia repair which was performed sometime in 2017. The pd nurse was not able to conclude if the hernia was related to pd treatment with delflex (pd solution). Additionally, the pd nurse reported the patient was temporarily transitioned to outpatient hemodialysis (hd) therapy (date unknown) and then restarted pd therapy in (B)(6) 2017. Furthermore, the pd nurse stated the pt. Remained on the same fill volume (12l) upon resuming pd treatments as previously prescribed by the nephrologist prior to the hernia event. The pd nurse reported the hernia event resolved and the patient continued on pd therapy at home.

Manufacturer narrative:
Date of event listed as (B)(6) 2017 as the event occurred on an unknown date in (B)(6) 2017. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported "he had been off pd because of a hernia." Follow-up was made with the pd patient's clinic registered nurse (rn), who stated in (B)(6) 2017 the patient was diagnosed with an inguinal hernia and swelling of the testicle. The exact date of occurrence was not provided. The patient was transitioned to in-center hemodialysis and subsequently underwent an outpatient hernia repair on an unknown date in 2017. The patient resumed pd therapy in (B)(6) 2017 and the event was considered resolved.